Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding"), vaginal abscess ("vaginal cuff abscess postop requiring antibiotics/drainage.") And bipolar disorder ("psychological or psychiatric problems condition: previously diagnosed bipolar") in a 30-year-old female patient who had essure (ess205) (batch no. 623314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, tonsillectomy, anxiety, thyroid disorder, sleep apnea and osteomyelitis. Concurrent conditions included human papilloma virus infection, sciatica (excl lumbar disc lesion), fibromyalgia, cervical dysplasia, uterine bleeding, menometrorrhagia, aneurysm cerebral, buttock pain, menses irregular, bloating, fever and bowel motility disorder. Concomitant products included bupropion (wellbutrin) since (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2007, 1 month after insertion of essure (ess205), the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On (B)(6) 2013, the patient experienced vaginal abscess (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), depression ("psychological or psychiatric problems condition: depression"), dermatitis acneiform ("rashes or skin conditions type: pimples or bumps on stomach "), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss") and post ablation tubal ligation syndrome ("other injury(ies) or complication (s) please describe: post ablation syndrome."). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy) and surgery (d & c and leep loop and ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain had resolved and the menorrhagia, genital haemorrhage, vaginal abscess, bipolar disorder, vaginal haemorrhage, fungal infection, female sexual dysfunction, depression, dermatitis acneiform, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia and post ablation tubal ligation syndrome outcome was unknown. The reporter considered alopecia, back pain, bipolar disorder, bladder disorder, depression, dermatitis acneiform, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post ablation tubal ligation syndrome, urinary tract disorder, vaginal abscess, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. (B)(6) 2013: us female pelvis-transabdominal-transvaginal: impression: endometrium normal in thickness at 5.4 mm, uterus of normal size with small fibroids, blood flow present to both ovaries and no evidence of ovarian cysts. (B)(6) 2013: pelvic ultrasound: the uterus is normal in size measuring 7.9 x 4.2 x 5.3 cm. There is a small sub serosal fibroid anteriorly measuring 0.8 x 0.7 x 0.8 cm. The endometrium is 5.4 mm in thickness. The patient is status post bilateral. Essure procedure. The right ovary measures 2 .2 x 1. 7 x 2 cm. The left ovary measures. 2.6 x 1.6 x 2.4 cm. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet & medical record received. Events alopecia, back pain, bipolar disorder, bladder disorder, depression, dermatitis acneiform, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, post ablation tubal ligation syndrome, urinary tract disorder, vaginal abscess, vaginal discharge and vaginal haemorrhage are added. Lot number added. Lab data updated. Concomitant historical conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic infection ("infection - pelvic"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general) heavy with clots"), vaginal abscess ("vaginal cuff abscess postop requiring antibiotics/drainage.") And bipolar disorder ("psychological or psychiatric problems condition: previously diagnosed bipolar/diagnosed bipolar at 17 ") in a 30-year-old female patient who had essure (ess205) (batch no. 623314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, tonsillectomy, anxiety, thyroid disorder, sleep apnea and osteomyelitis. Concurrent conditions included human papilloma virus infection, sciatica (excl lumbar disc lesion), fibromyalgia, cervical dysplasia, uterine bleeding, menometrorrhagia, aneurysm cerebral, buttock pain, menses irregular, bloating, postoperative fever, bowel motility disorder and depression. Concomitant products included bupropion (wellbutrin) since (B)(6) 2015, gabapentin (neurontin) since 2013, rizatriptan (maxalt) and venlafaxine (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2007, 1 month after insertion of essure (ess205), the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). In 2008, the patient experienced acne ("rashes or skin conditions type: pimples or bumps on stomach") and alopecia ("hair loss"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal abscess (seriousness criterion medically significant). In 2013, the patient experienced post ablation tubal ligation syndrome ("other injury(ies) or complication (s) please describe: post ablation syndrome."). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criterion medically significant) and vaginal infection ("vaginal cuff infection"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with levothyroxine sodium (synthroid), surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy) and surgery (d & c and leep loop and ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain had resolved and the menorrhagia, pelvic infection, genital haemorrhage, vaginal abscess, bipolar disorder, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, depression, acne, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, post ablation tubal ligation syndrome and vaginal infection outcome was unknown. The reporter considered acne, alopecia, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic infection, pelvic pain, post ablation tubal ligation syndrome, urinary tract disorder, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: sterile and cannot get pregnant; in (B)(6) 2007: total bilateral occlusion. (B)(6) 2013: us female pelvis-transabdominal-transvaginal: impression: endometrium normal in thickness at 5.4 mm, uterus of normal size with small fibroids, blood flow present to both ovaries and no evidence of ovarian cysts. (B)(6) 2013: pelvic ultrasound: the uterus is normal in size measuring 7.9 x 4.2 x 5.3 cm. There is a small sub serosal fibroid anteriorly measuring 0.8 x 0.7 x 0.8 cm. The endometrium is 5.4 mm in thickness. The patient is status post bilateral. Essure procedure. The right ovary measures 2 .2 x 1. 7 x 2 cm. The left ovary measures. 2.6 x 1.6 x 2.4 cm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: pelvic infection, vaginal cuff infection. Preferred term of event yeast infection was updated from fungal infection to vaginal yeast infection. Concomitant condition, concomitant drugs and treatment drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic infection ("infection - pelvic"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general) heavy with clots"), vaginal abscess ("vaginal cuff abscess postop requiring antibiotics/drainage.") And bipolar disorder ("psychological or psychiatric problems condition: previously diagnosed bipolar/diagnosed bipolar at 17 ") in a 30-year-old female patient who had essure (ess205) (batch no. 623314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, tonsillectomy, anxiety, thyroid disorder, sleep apnea and osteomyelitis. Concurrent conditions included human papilloma virus infection, sciatica (excl lumbar disc lesion), fibromyalgia, cervical dysplasia, uterine bleeding, menometrorrhagia, aneurysm cerebral, buttock pain, menses irregular, bloating, postoperative fever, bowel motility disorder and depression. Concomitant products included bupropion (wellbutrin) since (B)(6) 2015, gabapentin (neurontin) since 2013, rizatriptan (maxalt) and venlafaxine (effexor). On(B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) -2007, 1 month after insertion of essure (ess205), the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). In 2008, the patient experienced acne ("rashes or skin conditions type: pimples or bumps on stomach") and alopecia ("hair loss"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal abscess (seriousness criterion medically significant). In 2013, the patient experienced post ablation tubal ligation syndrome ("other injury(ies) or complication (s) please describe: post ablation syndrome."). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criterion medically significant) and vaginal infection ("vaginal cuff infection"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with levothyroxine sodium (synthroid), surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy) and surgery (d & c and leep loop and ablation). Essure (ess205) was removed on(B)(6) 2013. At the time of the report, the pelvic pain and back pain had resolved and the menorrhagia, pelvic infection, genital haemorrhage, vaginal abscess, bipolar disorder, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, depression, acne, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, post ablation tubal ligation syndrome and vaginal infection outcome was unknown. The reporter considered acne, alopecia, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic infection, pelvic pain, post ablation tubal ligation syndrome, urinary tract disorder, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: sterile and cannot get pregnant; in (B)(6) 2007: total bilateral occlusion . (B)(6) 2013: us female pelvis-transabdominal-transvaginal: impression: endometrium normal in thickness at 5.4 mm, uterus of normal size with small fibroids, blood flow present to both ovaries and no evidence of ovarian cysts. (B)(6) 2013: pelvic ultrasound: the uterus is normal in size measuring 7.9 x 4.2 x 5.3 cm. There is a small sub serosal fibroid anteriorly measuring 0.8 x 0.7 x 0.8 cm. The endometrium is 5.4 mm in thickness. The patient is status post bilateral. Essure procedure. The right ovary measures 2 .2 x 1. 7 x 2 cm. The left ovary measures. 2.6 x 1.6 x 2.4 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient had surgery to remove the essure on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.